Manufacturer narrative:
Additional information: g3, h2, h6, h11. Two images were submitted for evaluation to product performance engineering; no product was received. The images returned shows the paddle of the advisor to have been fractured and detached. Evidence in the event description shows that the IFU was not followed by the user. Advisor hd grid x instructions for use (IFU) state, "do not use force to advance or withdraw catheter when resistance is encountered." In addition, the IFU also states, "the catheter is compatible with an 8.5f minimum introducer sheath." The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the event is consistent with not following the instructions for use.

Event description:
During the ventricular tachycardia procedure, it was noted that the tip of the catheter became stuck in the tip of the non-abbott sheath (cordis 8f). The sheath and catheter had to be removed together. Once it was removed from the patient, the tip of the catheter was noted to be fractured. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient. The physician confirmed no part of the catheter remained in the patient.